Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested as no contact information is available. Reason for reoperation: rupture.

Event description:
Patient reports left side implant "busted" and "caused a lot of tissue damage". The device was explanted and replaced.